Manufacturer narrative:
It was reported that following mesh insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to stress urinary incontinence, vaginal mesh extrusion, dyspareunia, recurrent urinary tract infections, and vaginal spotting. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent diagnostic cystoscopy on (B)(6) 2013 due to extruded and exposed vaginal mesh, dyspareunia, chronic abdominal pain, urgency and starting hesitation. The patient underwent transabdominal and transvaginal sling excision concurrently with a cystoscopy on (B)(6) 2013 due to extruded and exposed vaginal mesh, dyspareunia, chronic abdominal pain, urgency and starting hesitation.